Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a continuous alarm, stopped ventilating and had smoke emanating from the body of the ventilator. The device was available for evaluation. Service personnel (sp) inspected the ventilator, found the capacitor on the direct current (dc-dc) converter printed circuit board assembly (pcba) was faulty and replaced the (dc)-dc printed circuit board assembly (pcba). Additionally sp found that the primary battery was not charging and failing with a red light emitting diode (led), "log initialization failure" in the diagnostic logs and unit switching from alternating current (ac) to battery power during extended self test (est). To solve the additional issues the battery, line interface 2 pcba, breath delivery (bd) power distribution pcba and bd power controller pcba were replaced. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a continuous alarm, stopped ventilating and had smoke emanating from the body of the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator in a different room with no injury.

Manufacturer narrative:
Additional codes added to section h6 eval code result and component codes. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a continuous alarm, stopped ventilating and had smoke emanating from the body of the ventilator. The device was available for evaluation. Service personnel (sp) inspected the ventilator, found the capacitor on the direct current (dc-dc) converter printed circuit board assembly (pcba) was faulty and replaced the (dc)-dc printed circuit board assembly (pcba). Additionally sp found that the primary battery was not charging and failing with a red light emitting diode (led), "log initialization failure" in the diagnostic logs and unit switching from alternating current (ac) to battery power during extended self test (est). To solve the additional issues the battery, line interface 2 pcba, breath delivery (bd) power distribution pcba and bd power controller pcba were replaced. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The bd power controller pcba and line interface 2 pcba were returned to medtronic for further analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One battery is returned to medtronic for failure investigation. Upon testing the battery in test ventilator and using bqwizard analysis found ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall ac power. Analysis found battery had hardware short circuit (hsc) failure and determined it faulty. One dc dc pcba was returned to medtronic for further analysis. Visual inspection found faulty c56 capacitor. Analysis determined faulty dc dc pcba. If a c56 capacitor failure on the dc-dc pcba were to occur while in use on a patient the ventilator response would be a loss of ventilation to the patient. L one power distribution pcba was returned to medtronic for further analysis. Visual inspection found faulty r6 resistor. Analysis det ermined faulty power distribution pcba. With the information available, the investigation determines a plausibility of smoke, due to the faulty c56 capacitor of the dc-dc p cba. An existing previous investigation exists regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.